Event description:
A report was received that the patient experienced discharge, swelling, and discoloration of the implant site. Oral antibiotics were administered and the patient underwent an explant of the entire scs system. The patient is reportedly well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm; explanted ipg and lead will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.